Event description:
A 37 yr old female admitted on 1/30/98 for a bilateral breast augumentation when the physician tried to introduce the filling tube on the left breast the implant ruptured and a new mammary porsthesis was implanted.